Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this pacemaker system, had experienced dizziness and lightheadedness. There were no correlated episodes, however there were two episodes containing possible right atrial (ra) lead noise. Atrial lead measurements were within range. This pacemaker system remains in service. No adverse patient effects were reported.